Event description:
It was reported that the right ventricular (rv) lead was fractured and had high impedances which triggered an alert. Interrogation revealed rv lead impedance was out of range. The rv lead was explanted and replaced. It was also noted that the atrial lead produced pocket stimulation. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.